Event description:
The physician claims that the graft leaked (sweated) blood during the procedure. The patient had been pre-heparinized. The heparin was reversed after the procedure. The graft was left in. The procedure was completed with this device. The patient experienced no serious injury. The patient's post-operative condition was good. The exact quantity of blood lost through the graft, duration of bleeding, how the bleeding was stopped and the name of the procedure have not been reported to bsc at this time. Additional information received on 10/20/06: the procedure was an aneurysm rectomy with graft replacement. There was strong bleeding when the physician took the patient off the heart-lung machine. The bleeding took approximately one hour to stop by reversing the heparin with protamine. There is no information regarding the quantity of blood lost through the graft, the part of the graft that leaked blood, and the total time (before and after protamine application) that the graft leaked. The graft was left in. The patient's post-operative condition was reported as good. The physician has indicated that there was no serious injury to the patient as a result of the event.

Manufacturer narrative:
Since no product is being returned for our investigation and a review of the device history records is not possible, a root cause for the complaint cannot be confirmed or denied. Although the physician has indicated no serious injury, based upon the extended surgical time and description of the bleeding strength, we are reporting this event as a serious injury and malfunction. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.